Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display does not respond to input. Issue found during preparation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display does not respond to input. Issue was found during preparation. There was no patient involvement.

Manufacturer narrative:
Corrected fields - b5, b6, b7, d10, h6(health effect ¿ clinical code and health effect ¿ impact codes), updated section - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the reported issue. The fse disassembled the touch screen and checked the connectors. The touch screen was cleaned and calibrated. There were no parts replaced. The unit passed all safety and functional tests and was returned to the customer for clinical use.